Event description:
Attempted to implant 12mm nail after reaming to 14mm. Nail bent while being implated. Bent implant was removed and 11mm inserted. There was no adverse consequence for the pt or delay in surgey or anesthesia time.